Event description:
The facility alleges the stapler was jamming and not releasing staples. It is unknown when this condition occurred. No pt injury or medical intervention was reported. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been rec'd. Should the device be rec'd for evaluation, a follow-up report will be filed upon completion of the evaluation or if add'l info becomes available.